Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported for about the past 1-2 years they've been having issues with their controller. Pt stated they spoke to the manufacturer representative (rep) and was instructed to reset the controller when an issue arises. Pt stated now their controller will not power on at all and they have not charged their implant (ins) for about 4 months. Pt stated they recently spoke to and was instructed to contact patient services (ps) for assistance. Ps instructed pt to remove the battery from the controller and connect the controller to the ac power cord. Pt confirmed the controller did not power on. Pt confirmed the green light did illuminate on the ac power cord. The issue was not resolved. A replacement controller was sent out. Patient (pt) reported that they received the replacement controller and needed assistance charging their implanted neurostimulator (ins). Pt noted they kept seeing the "no device found" message when trying to charge their ins. Patient services specialist (pss) helped the pt initiate a charge session to their ins and entered passive recharge mode. Pss reviewed passive recharge mode. During the call, the pt advanced past passive recharge mode and was recharging their ins with excellent quality. Pss suggested the pt to continue charging their ins.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97745 controller s/n (B)(6) revealed that main programmer controller board was dead and needed replacement. Additionally, there were scratches on the lcd/case front. Unit was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.